Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
(B)(6) 2012. Revision of shoulder components due to pain. Case report form states event is definitely not related to devices.this event report was received through clinical data collection activities.